Event description:
It was reported to boston scientific corporation that a resolution ii clip device was used during an esophagogastroduodenoscopy (egd) performed on (B)(6) 2011. According to the complainant, they were treating the patient for a bleeding duodenal ulcer. The clip was placed on to the tissue; however, the clip would not release from the catheter. It was reported that the handle was locked; however, they did not hear the "click". The physician tried "jiggling" the clip and moving the scope, but it would not release. The nurse used wire cutters and cut the catheter, at which point the clip opened and the physician was able to remove it with no patient injury. The case was completed with another resolution ii clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the handle was in the locked position and the handle body was twisted/torqued. The coil was cut 2 inches from end of handle body. The thumb ring prongs were crushed and prongs on the clip assembly were bent. The core a/b weld was intact. The control wire was in the core b with the ball intact. In addition, the control wire was still screwed into cross pin within spool. The condition of the returned incident device was consistent with the complaint that the clip failed to release. The failure likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
Patient information is unknown. The exact patient age is unknown; however, it has been reported that the patient is over 60 years old. Device (B)(4) relates to component (B)(4) for the reported event of clip failed to release from catheter. The device has been received for analysis; however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution ii clip device was used during an esophagogastroduodenoscopy (egd) performed on (B)(6), 2011. According to the complainant, they were treating the patient for a bleeding duodenal ulcer. The clip was placed on to the tissue however, the clip would not release from the catheter. It was reported that the handle was locked however; they did not hear the "click". The physician tried "jiggling" the clip and moving the scope, but it would not release. The nurse used wire cutters and cut the catheter, at which point the clip opened and the physician was able to remove it with no patient injury. The case was completed with another resolution ii clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.